Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported events rupture was received on nov 15, 2024 with lot number 1742241. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as surgical damage. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.